Manufacturer narrative:
Internal complaint reference (B)(4). H11: h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus repair, after the first deploy of the fast-fix 360, the needle point could not spring back to fire the second deploy. The same problem occurred in four (4) consecutive products. The surgery was completed using an equivalent s&n back-up device. It is unknown if there was surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4), h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. An analysis of the customer provided image found fast-fix boxes with labels that confirm the device identification information. One fast-fix device is lying on a box. A t anchor is out of the needle, still attached to the suture, and the other t anchor is on the channel. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on h6 (medical device problem code). H3, h6: the reported devices were received for evaluation. A visual inspection revealed that they were returned in original packaging with the batch number of the complaint on the labels. For device one, the t1, t2, and suture were returned off the needle. The t1 is fractured at the tip, and the needle assembly is bent. For device two, the t1 has been cut from the suture and was not returned. The t2 and suture were returned off the needle, the t2 is bent but not broken, the insertion device has no visible defect, and bio debris is present. For device three, the t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle, the actuator is in the pre-t2 position, and bio debris is present. For device four, the t1, t2, and suture were not returned. The insertion device has no visible defect. Bio debris is present. A functional evaluation was performed on the returned device and found that device one will not cycle. It will move to the tip of the needle and back to the pre-t1/post-t2 position only. Device two showed the actuator will cycle but the it attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device three, cycled the t2 off the needle, but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device four, will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. An assessment of material characteristics found that additional material testing is not required. A complaint history review found similar reported events. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.